Event description:
It was reported that the cartridge would not fully snap into their pump. There was no adverse impact to the customer's blood glucose level. The customer declined to complete troubleshooting.